Manufacturer narrative:
As reported, post-implant of the phasix st mesh, the patient experienced esophageal erosion and underwent surgery for mesh removal. Based on the information provided, no conclusion can be made as to the degree to which the mesh implant, may have caused or contributed to the patient¿s reported postoperative symptoms. The warning section of the instructions-for-use, (IFU) states "for hiatal hernia repair, the use of phasix¿ st mesh circumferentially around the esophagus is not recommended." Additionally, the adverse reaction section of the IFU states ¿possible complications in hiatal hernia repair may include esophageal erosion. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant is estimated as (B)(6) 2018 based on the information received. As a specific explant date was not provided, the date of event reported is provided as an estimate based on the date of awareness of the reported event. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
It was reported that the patient had a surgery (over 2 years ago) to implant a phasix st and non-bard/davol esophageal ring to repair a hiatal hernia (est. 2018). Shortly after the implant procedure, the patient experienced esophageal erosion. A revision surgery was performed and the phasix st mesh was removed; the ring was not removed at that time. As reported, the patient recently underwent a procedure to address perforation of the esophagus and was noted to be recovering.